Manufacturer narrative:
The reported complaint that "the autopulse platform sn (B)(4) will not power up" was confirmed during functional testing and visual inspection. The root cause of the customer reported complaint was determined to be a damaged battery cable connector, likely due to be the characteristic of user mishandling and/or attributed to an aging device. The autopulse platform was manufactured in august 2009 and is 15 years old, past the expected service life of 5 years. During visual inspection, the battery cable connector was observed to be damaged, thus confirming the reported complaint. Based on the archive review, no errors were found. The autopulse platform failed the initial functional test due to the device not powering up, thus, confirming the reported complaint. Due to a damaged battery connector, the autopulse li-ion battery could not make contact to power on the autopulse platform. The battery cable connector was replaced to remedy the issue. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform sn (B)(4) does not power on with a fully charged battery. No patient involvement.